Manufacturer narrative:
Investigation conclusion; tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause; cannot determine with retains. Source; phone.

Event description:
Reported false positive flu b and sars results for one symptomatic patient. This report is to indicate the false positive sars result, and a separate report will be filed for the false positive flu b result. The customer communicated the result was confirmed negative at a different hospital the same day. Confirmation method(s) not provided.